Event description:
It was reported that the lead was explanted and replaced due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations abraded and all five wires of the proximal coil fractured at 22.2 cm from the connector pin due to clavicular crush.